Manufacturer narrative:
The pipeline flex with shield has been returned and evaluation is in progress. A follow-up MDR will be submitted when investigation into this event is complete. D. Suspect medical device brand name: pipeline flex with shield technology model number: ped2-475-12. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of pipeline flex with shield failure to open during a procedure. The patient was undergoing flow diversion of an unruptured, saccular aneurysm in the left internal carotid artery (ica). The aneurysm had a maximum diameter of 4mm and neck diameter of 4mm. Vessel tortuosity was described as minimal. The devices were prepared as indicated in the IFU. A continuous catheter flush was maintained during the procedure. It was reported that during the procedure, the pipeline flex with shield was deployed and did not open on the distal end. More than 50% of the braid had been deployed when this issue was noticed. The device was resheathed less than two times, which did not resolve the issue, then was removed from the patient with the microcatheter. Afterward, the device was replaced and the procedure was completed with a good angiographic result. There were no reports of patient injury in association with this event. There are no procedural images available for review.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex with shield pushwire was returned for evaluation; the braid and catheter were not returned. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. Based on the analysis findings, the customer report of pipeline flex with shield failure to open at the distal end was not confirmed. The event cause could not be determined as pipeline flex pushwire was returned without the pipeline flex shield braid. Any contributing factors from the braid could not be assessed. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.